Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the device was evaluated, and a reportable malfunction was noted where there was water invasion inside the socket air tubing. The most probable cause of the discovered damage is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the xenon light source had water invasion inside the socket air tubing. There was no patient involvement.